Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Based on appearance, customer is alleging there may be a defect that could result in a leak. He is alleging that the transfer set does not look like the luer-lock end would properly fit on the adapter. No adverse event alleged. A request was made for the return of the device.